Manufacturer narrative:
Although there were no consequences to the patient due to this incident, a similar incident could potentially cause a serious injury or death, if the incident were to reoccur.

Event description:
The 5.5mm tap has something stuck in it and we cannot get a kwire through it.